Event description:
The patient reported that she has an infection at the incision site. The patient reported that the infection is clearing after being placed on antibiotics. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the infection. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
A lead fracture was identified in MFR. Report #1644487-2013-03763 near the lead pin. It is possible that the chest infection the patient described was the result of a foreign body response to the lead dissolution. This report is now considered a duplicate report of MFR. Report #1644487-2013-03763. Any additional relevant information will be included in MFR. Report #1644487-2013-03763.